Event description:
Customer reported receiving an error 3 when inserting a test strip into their freestyle blood glucose monitor. Because the error prevented the customer from obtaining a valid glucose result, the customer did not test their blood glucose for approximately one month. Customer's doctor observed that their glucose was over 500 mg/dl, and the customer was taken to a local hospital where they were diagnosed with hyperglycemia and was prescribed an insulin regimen.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.